Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zavw. Implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zavw); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device worked for about 4-5 days and then their symptoms came back. Caller added that they were scheduled for a procedure and they think it's on (B)(6) 2025 to hook up the wire came loose and they were going to redo the wire. Healthcare provider (hcp) was aware and they were the ones who set to "redo" procedure. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient on (B)(6) 2025. The patient stated that they called back to follow on their missed phone calls from manufacturer representative (rep), agent explained their completed device education program and they can call back if they have additional device question, not further action was need it. Additional information was received from the patient on (B)(6) 2025. The patient stated it was determined patient said, "the wire came loose" instead and that the procedure they were having was to "redo the wire".